Event description:
The customer reported that during an unknown procedure, the snare attachment to evis exera iii colonovideoscope broke off while severing the polyp. The snare piece was retrieved. The details of the patient's current condition, procedural details, and outcome of the procedure were requested but not available at the time of the report. The device was inspected before use.